Event description:
Routine complaint investigation when a consumer reported receiving incorrect calibration bar in box of glucose test strips for the precision xtra blood glucose monitor. The values when plotted on a clarke error grid, fell into the "c" zone showing the difference in values to be clinically significant had the customer performed a glucose assay. There was no report of death, serious injury or mistreatment associated with the event.